Event description:
The patient reported a high blood glucose level of 548 mg/dl, which persisted throughout the day. As a corrective action, the patient administered a manual bolus using multiple daily injections. Recommendation was made to consult with a healthcare provider regarding diabetes management.